Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus would not calibrate to the display screen. It was indicated that the connection between the display and circuit board required a reseating. The programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not calibrate to the display screen. The programmer was returned for service. There was no patient involvement.